Event description:
Upon receipt of the device, the field service representative reported the oxygen sensor failed to calibrate, no other details regarding the nature of the event were provided. Since the event occurred upon receipt of the device, there was no patient involvement during this event.